Manufacturer narrative:
This report is submitted on april 8, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. The patient was treated with topical antibiotics and placed under general anesthesia on (B)(6) 2021, in order to excise the keloid and remove the abutment. The implanted device remains.